Manufacturer narrative:
(B)(4). The occurrence date was unknown. A review of all batch record documents was performed on potentially associated lot number h13b11016 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. Patient outcome was not reported.

Manufacturer narrative:
(B)(4).